Event description:
Reportedly, the device was explanted after an implant duration of approximately 16.40 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to mitral stenosis.

Manufacturer narrative:
Device not returned. The event was learned through implant patient registry. Unfortunately, the device has been discarded, therefore, is unavailable for evaluation. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.